Manufacturer narrative:
Device manufacture date - jul 9, 2014 should have been selected on the initial report rather than jul 10, 2014. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events were unable to be identified; however, the image noise most likely occurred due to the failure of the image sensor unit while the e218 error most likely occurred due to a failure of the image sensor unit or the defect of the board inside the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was confirmed. The bending section cover adhesive was missing. The vent metal on the light guide connector was loose due to external factors. The video connector was deformed due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the monitor screen was flickering while using the endoeye flex deflectable videoscope. No patient injury reported. During the evaluation of the device, it was noted an e218 error (scope failure/no image) occurred due to damage to the imaging unit and there was noise in the image (the image disappeared at an angle). This report is to capture the reportable malfunctions of the e218 error (scope failure/no image) occurred due to damage to the imaging unit and there was noise in the image (the image disappeared at an angle) noted at estimation.